Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device"), genital haemorrhage ("heavy and irregular bleeding"), complication of pregnancy ("pregnancy (with complication)") and pregnancy with contraceptive device ("pregnancy(with complication)") in a 23-year-old female patient (gravida 7, para 4) who had essure (batch no. 623646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 3 (04aug2005, (B)(6)2007, (B)(6)2004), asthma and anxiety. Concurrent conditions included c(B)(6)yst ovary, nausea, diarrhea, stiffness, spinal pain, tobacco abuse and depression. On (B)(6)2007, the patient had essure inserted. On (B)(6)2007, 1 month 5 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced complication of pregnancy (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), cervicitis ("cervicitis"), urinary tract infection ("uti") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (in 2009, underwent pelvic surgery to try to alleviate the symptoms/ hysterectomy). Essure was removed in march 2010. At the time of the report, the uterine perforation and dyspareunia had resolved and the genital haemorrhage, complication of pregnancy, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, cervicitis, urinary tract infection, dysmenorrhoea and back pain outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered back pain, cervicitis, complication of pregnancy, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: approximately 3-5 coils were seen on each essure coil that was placed. Amniotic fluid index at that time was 25.9. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: total bilateral occlusion on an unspecified date, hysterosalpingogram (hsg), total bilateral occlusion, the dye did not enter the tube area, everything was closed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events: abdominal pain lower most recent follow-up information incorporated above includes: on (B)(6)2018: fu2 - pfs received , reporter added, lot number received, patient historical and concomitant condition added, lab data added, events added as follows:- pregnancy with contraceptive device, complication of pregnancy, device ineffective, vaginal haemorrhage, menorrhagia, cervicits,urinary tract infection, dysmenorrhoea, abdominal pain lower, back pain on(B)(6)2018: fu3 - medical records received,reporter added, patient historical and concomitnat condition added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device"), genital haemorrhage ("heavy and irregular bleeding"), complication of pregnancy ("pregnancy (with complication)") and pregnancy with contraceptive device ("pregnancy(with complication)") in a 23-year-old female patient (gravida 7, para 4) who had essure (batch no. 623646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2005, (B)(6) 2007, (B)(6) 2004), asthma, anxiety, appendectomy, d & c and gravida. Concurrent conditions included cyst ovary, nausea, diarrhea, stiffness, spinal pain, tobacco abuse, depression and chronic bronchitis. Concomitant products included fluoxetine hydrochloride (prozac) for cessation of smoking. In 2007, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On (B)(6) 2007 , the patient had essure inserted. On (B)(6) 2007, 1 month 5 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced cervicitis ("cervicitis"), urinary tract infection ("uti") and vulvovaginal candidiasis ("candidal vulvovaginitis"). In 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced complication of pregnancy (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2010 hysterectomy (full) and bilateral salphingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation and dyspareunia had resolved and the genital haemorrhage, complication of pregnancy, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, cervicitis, urinary tract infection, dysmenorrhoea, back pain and vulvovaginal candidiasis outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered back pain, cervicitis, complication of pregnancy, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: approximately 3-5 coils were seen on each essure coil that was placed. Amniotic fluid index at that time was 25.9. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 24-aug-2007: total bilateral occlusion on an unspecified date, hysterosalpingogram (hsg), total bilateral occlusion, the dye did not enter the tube area, everything was closed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events: abdominal pain lower . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device"), genital haemorrhage ("heavy and irregular bleeding"), complication of pregnancy ("pregnancy (with complication)") and pregnancy with contraceptive device ("pregnancy(with complication)") in a 23-year-old female patient (gravida 7, para 4) who had essure (batch no. 623646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2005, (B)(6) 2007, (B)(6) 2004), asthma, anxiety, appendectomy, d & c and gravida. Concurrent conditions included cyst ovary, nausea, diarrhea, stiffness, spinal pain, tobacco abuse, depression and chronic bronchitis. Concomitant products included fluoxetine hydrochloride (prozac) for cessation of smoking. In 2007, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, 1 month 5 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced cervicitis ("cervicitis"), urinary tract infection ("uti") and vulvovaginal candidiasis ("candidal vulvovaginitis"). In 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced complication of pregnancy (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2010 hysterectomy (full) and bilateral salphingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation and dyspareunia had resolved and the genital haemorrhage, complication of pregnancy, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, cervicitis, urinary tract infection, dysmenorrhoea, back pain and vulvovaginal candidiasis outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered back pain, cervicitis, complication of pregnancy, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: approximately 3-5 coils were seen on each essure coil that was placed. Amniotic fluid index at that time was 25.9. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. On an unspecified date, hysterosalpingogram (hsg), total bilateral occlusion, the dye did not enter the tube area, everything was closed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events: abdominal pain lower. Most recent follow-up information incorporated above includes: on 29-may-2018: pfs received. New event added-candidal vulvovaginitis. Concomitant diseases and concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain female"). The patient was treated with surgery (in 2009, underwent pelvic surgery to try to alleviate the symptoms). At the time of the report, the perforation, genital haemorrhage, pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic pain and perforation to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.